Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician felt significant resistance attempting to cross a 75% stenotic and calcified lesion in the left anterior descending artery (lad). Therefore, the physician was unable to cross the lesion with a taxus express2 8.8% 3.00 x 20 mm drug eluting stent. Upon removal of the stent it appeared that one of the struts had flared out. The procedure was successfully completed with another taxus stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good."